Event description:
It was reported that when the shipment of intra-aortic balloons (iab) was received by getinge group taiwan, a dent was noticed in the outer box of the iab packaging. The customer would not accept the shipment. There was no patient involvement or adverse event reported.

Manufacturer narrative:
Occupation: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The iab carton was returned open and unused. The right top of the shelf carton was found moderately crushed. No damage was observed on the bottom of the carton. Additionally inside the product tray and insertion kit was returned sealed and intact without damage. The evaluation confirms the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).